Event description:
Drug/diluent, fill volume, flow rate, procedure, cathplace: not applicable. Catheters are disintegrating and have discoloration. No patient contact. No adverse event.

Manufacturer narrative:
Method: samples were returned for complaint. The customer complaint of catheter disintegrating was confirmed. Results: the device was inspected and the catheters were found to be broken into small pieces. Conclusions: the evidence indicates that the catheters may have been exposed to lighting for an extended period, resulting in fading of the orange label and the catheters becoming brittle. The device history record was reviewed and the lot met all manufacturing and quality specifications. As of january 8, 2013 I-flow has informed it's customers via a customer notification letter of the storage conditions for on-q silversoaker catheter" which included a technical bulletin (B)(4). I-flow recommends the following practices for protecting the product from light sources: store on-q silversoaker catheters in an area away from all direct light sources. Storage within the shipping box (i.e., corrugated box) is best.